Event description:
It was reported that the patient's controller had a backup battery fault alarm. The patient previously had their emergency backup battery (ebb) exchanged on (B)(6) 2023 due to being near its expiration date. The backup battery was exchanged on (B)(6) 2023 at 10:00. The ebb was exchanged without incident.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation. The heartmate 3 system controller was not returned for analysis; however, heartmate 11 volt li-ion backup battery (s/n: (B)(6)) was returned for analysis in unremarkable condition. The battery was connected to a test controller and mock circulatory loop. The controller was disconnected from external power and the backup battery supported the pump for extended operation as intended. The backup battery then supported an electronic load for over 15 minutes without issue. Upon reconnecting the battery to a system controller, a backup battery fault alarm activated. Inspection of the battery¿s internal components revealed that diode d52 was electrically compromised. The backup battery printed circuit board (pcb) underwent circuit analysis, and it was observed that component d52 was shorted. Damage to this component would result in the reported backup battery fault alarm. The damaged component was then replaced, and the issue resolved. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was determined to be due to the damaged backup battery pcb component; however, a root cause for the how the damage occurred was unable to be determined. A manufacturing analysis task was opened to further address the issue with the component d52. Per the manufacturing analysis task, a specific root cause for the issue could not be determined and external corrective action requests (ecar) were initiated to notify the suppliers of the issue. The backup battery was manufactured prior to the initiation of the ecar. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown; however, battery inspection data was reviewed for the 11v backup battery, serial number sx011537, revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.